Manufacturer narrative:
This report is for an unknown screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date not applicable as device is still in patient. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw-5067283. A copy is attached. The only information contained in this report is correction or additional information. The parts are unable to be removed due to their location. There was no seizure activity at the time of implant. Patient outcome reported as disability/permanent damage. This is report 2 of 2 for com-(B)(4).